Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient had a surgery to wash the ins pocket out because the physician thought the patient had an infection (cellulitis) at the pocket site because of recent issues the patient had been experiencing. The rep confirmed that they did not find an infection in the pocket on (B)(6) 2020. After washing out the pocket, the ins was re-implanted into the same pocket. No device issues were reported to be associated with the suspected cellulitis. No further complications were reported or anticipated.